Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during drain 6 of 6. The home patient (hp) disconnected during dwell to go to the bathroom. The hp then reconnected before the drain started but was not sure if they reconnected before the drain started. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware of the system error 2240. The rn did not have any information regarding the incident. The rn stated the hp disposes their supplies after therapy is complete. The rn stated the home patient (hp) has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.